Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04753. It was reported the patient lost effective coverage due to the s1 lead migrating and ineffective stim at the t12 drg lead. The patient underwent surgical intervention on (B)(6) 2022 where the lead s1 lead was replaced and an additional t12 lead was added restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.